Event description:
It was reported that the cement liquid poured into a cement bowl (without powder), 1 black speck found in the liquid. This bowl of liquid was put aside. New pack of smartset cement was used for the surgery. Patient unaffected. Liquid poured into a bottle after surgery, available for return/testing. The surgery was not delayed and was successfully completed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : cement liquid poured into a cement bowl (without powder), 1 black speck found in the liquid. This bowl of liquid was put aside. New pack of smartset cement was used for the surgery. Patient unaffected. Liquid poured into a bottle after surgery, available for return/testing. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment image (3).jpg, image (4).jpg ,image (5).jpg. The photographs of the complaint unit were forwarded to the manufacturing site j&j medtech blackpool, for a manufacturing investigation. The photo investigation revealed that a small unknown black particle was inside the green cement bowl. A retained sample testing was completed. Ampoules were snapped and poured one at a time into a large cleaned clear beaker, 18 retained samples are kept for ghv batches, hence 1/3 of the retained samples were used to confirm the findings. No black specs or any other contaminants were found in either batch in any ampoule tested. The cause of the complaint highlighted is undetermined. A search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the smartset ghv gentamicin 40g would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. H11 additional narrative: added: e1 (facility name). Corrected: d3, g1 (manufacturing site name).

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary ==> cement liquid poured into a cement bowl (without powder), 1 black speck found in the liquid. This bowl of liquid was put aside. New pack of smartset cement was used for the surgery. Patient unaffected. Liquid poured into a bottle after surgery, available for return/testing. The product was returned to j&j medtech orthopaedics for evaluation. The complaint unit was forwarded to the manufacturing site j&j medtech blackpool, for a manufacturing investigation. Visual analysis of the returned device found a small unknown black particle was inside of the sterile coproscopy cup. A retained sample testing was completed. Ampoules were snapped and poured one at a time into a large cleaned clear beaker, 18 retained samples are kept for ghv batches, hence 1/3 of the retained samples were used to confirm the findings. No black specs or any other contaminants were found in either batch in any ampoule tested. The cause of the complaint highlighted is undetermined. A search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the smartset ghv gentamicin 40g would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.